Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose to exceed the normal range, displaying as "high." Customer did not take any immediate action to address the high blood glucose and required assistance from her husband for mobility. There was no injury reported, and it was unknown if ketones were present, as they were not tested for. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for returning the problematic pump. Customer understood the instructions, including putting the pump into storage mode before return, and acknowledged the need to program their settings and connect their cgm to the replacement pump. A replacement pump with updated software was sent to the customer.